Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the new 9mm cta humeral spacer would not screw into the implanted cemented mono block stem so the surgeon choose to cut the threads off the implant and only use the taper as a locking mechanism. No further information is available.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 4chl636, lot number 1894788. Device history review: the DHR analysis of the batch 1894788 shows an initial conformance of this product regarding its specification. For this batch, there was no deviation or non-conformance. This batch was manufactured in june 2005. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.